Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system initiated a windows update and shut down in the middle of a case. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system update initiated a shutdown during an active case. A technical support specialist (tss) connected to the station and verified system status. The tss confirmed that no unexpected reboots had occurred again, ensured that automatic reboot was disabled, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the issue.